Event description:
It was reported the lead was explanted and replaced, due to dislodgement, unacceptable thresholds and a suspected helix issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device could not be conducted at this time because the device could not be located. If located, analysis will be completed and the results will be forwarded.

Event description:
(B) (4)